Event description:
During an open gastric bypass procedure, the device failed to form staples while creating the gastrojejunostomy. The device did cut tissue, but the drivers did not advance to form staples. Surgeon transected the bleeding bowel and opened new device to complete the case. There was no pt consequence.